Event description:
A neuron max catheter was opened for a procedure and it was noted that the distal tip was damaged. The product was discarded and never entered the patient's body.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Product discarded by hospital.